Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field oversensing. Technical services (ts) recommended programming changes to reduce oversensing. This ICD remains in service. No adverse patient effects were reported.